Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by customer that the customer placed a PICC in the ICU saturday and the t extension that the guide wire goes into the PICC had leaked. They found this after they had placed the PICC and was nearly done with everything, they went to check for blood return and got air bubbles. After they saw that, they found the membrane was loose in the connector and they was able to plug it with my thumb and flush and get blood return without difficulty. The customer didn't save the t connector because it had blood on it from trying to flush and get blood return. Response received (B)(6) 2023. Patient needed PICC line for pressors, planned to get levophed, potassium and magnesium replacement, cefepime, and hydrocortisone. Cause a couple minute delay during insertion of PICC line, no delay in care to patient. Upon insertion of PICC when aspirating for blood noticed pink tinged saline and air bubbles traveling into syringe, initially was able to flush line without complication. When attempting to check placement after acceptable 3cg reading is when I noticed just bubbles and no blood return and when I flushed the line it started to leak from the membrane that the wire travels through that is connected to the t-connector. I quickly placed my sterile gloved hand on the t-connector and sealed it with my thumb and was able to get patent blood return and easily flush the line. No adverse event or injury.